Event description:
A physician reported a patient who was skin tested on 2 september 1998 in the left forearm with negative results. She was skin tested again on 15 september into the forehead. On 16 september 1998, the patient phoned to report a reaction; a flare of urticaria at the glabella, a previously treated site. On 16 september 1998, the physician prescribed oral claritin and pandel cream. On 24 september 1998, all symtoms had resolved. The physician prescribed oral prednisone as the patient was going out of town.